Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator was returned for disposal. There was no allegation against this device from the field. Initial analysis revealed this device declared replacement indicators while implanted and failed the longevity calculation. No adverse patient effects were reported. .

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the quarter 2, 2010 product performance report.